Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, the tissue welder jaws were not receiving any energy or power. A replacement unit was used to complete the procedure with the same cable and power supply. The hospital did not report any patient complications.